Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 223 mg/dl.